Event description:
Reportedly, during the last planned follow-up of the pacemaker involved in this MDR report, the physician found unexpected programmed settings (vvi mode, 60 min-1, 7.5v 1.0 ms, 100% pacing on ventricular channel) and suspected this to be due to a malfunctioning or to external interference. As the expected time to elective replacement indicator was <3 months, he replaced the pacemaker and returned it for analysis.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the unites states. The device model involved in this MDR report is not approved in the us; however, it is similar to symphony dr models approved under p950029. Analysis is pending.